Event description:
It was reported the patient's blood glucose level rose to 15.2 mmol/l (273.6 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent and the site was slightly bleeding. As treatment, a new pod was applied and a correction bolus of 1 unit was delivered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent or kinked. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding. A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The timing and cause of the observed damage could not be determined.